Event description:
The service report shows that during est the audible alarm failed to activate, and the customer was able to restore function by tapping on the front panel display. The nellcor puritan-bennett customer support engineer (npb cse) could not reproduce this problem, but noted the tone of the alarm was unacceptable. The npb cse inspected the device and replaced the front panel display pcb and the alarm buzzer assembly as a precaution. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.